Event description:
It was reported that during surgery that the impactor fractured. The patient did not retain any foreign particle. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the impactor returned shows signs of use with gouges on the strike plate, nicks and gouges on the handle of the impactor and the impactor tip has fractured. There is epoxy residue on the threads of the device and on the impactor tip. The impactor tip that was returned with the device is not the tip that is shown on the print. The tip returned is grey and should be black. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.